Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer stated that insulin pump had insulin flow block alarm. Customer stated that blood on site. Customer stated that event was resolved by changing infusion set. Customer stated that blood stopped. The customer declined troubleshooting for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.